Event description:
It was reported: the physician was treating a lt mca bifurcating aneurysm. He used a neuron max as his sheath and a 5f 115cm sofia ex as his intermediate catheter and a via 17 45 degree microcatheter. He had the via 17 positioned nicely in the mid portion of the aneurysm and as he was slowly deploying the web device, the patient started waking up and coughing. After more paralytics were given (protamine was given to reverse the heparin) the physician did another run to make sure everything was ok. During this run some extravasation was noticed. The physician then deployed the web, noticed it wasn't sitting appropriately; it was outside the aneurysm and pulled the web back to seal the rupture point. He did another run and there was no more extravasation. He did a dyna CT and notice some blood in the ventricles. He then deployed the web sealing the rupture point. He removed everything and took the patient to CT for a better scan. Here he noticed some blood/contrast in the ventricles. He sent the patient to the ICU to recover and be extubated. The next morning it is noted the patient wasn¿t able to move her right arm. An MRI is proposed next and to observe how she recovers. In additional information post MRI, the physician noted the patient has some ischemic stroke, nothing big but probably what is affecting her right arm. The sah actually isn¿t bad at all. The stroke is around the thick part of the subarachnoid blood which is probably the stroke cause. Most of what was seen on the CT was contrast and approximately half of the aneurysm is thrombosed (not seen on mra) but will schedule cta to verify.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged event as described could not be confirmed. If imaging or additional information is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
Investigation findings: items returned: n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformance's. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to the following: vessel puncture site hematoma, aneurysm perforation or rupture, hemorrhage, edema, thromboemboli, transient ischemic attack, ischemic stroke, neurologic deficits, parent artery occlusion, ischemia, vessel dissection or perforation, vascular thrombosis, vasospasm, device migration or misplacement, premature detachment, headache, post-embolization syndrome, infection and death. Warnings: advance and retract the web embolization device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the web embolization device if excessive friction is noted and check for damage. Do not rotate the delivery device during or after delivery of the web embolization device. Rotating the web embolization device may result in damage or premature detachment. The web embolization device cannot be detached with any other power source other than a web detachment control device. Ensure that at least two web detachment control devices are available before initiating an embolization procedure - instructions for use detachment of the web embolization device 34. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 35. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the web embolization device does not move during the connection process. 36. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 37. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. 38. Verify the web embolization device position before pressing the detachment button. 39. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. 40. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not web embolization device movement. If the web embolization device does not detach, push the detachment button again. If the web embolization device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 41. Verify the position of the web embolization device angiographically through the guide catheter. 42. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the web embolization device remains within the microcatheter. Investigation conclusion: the physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
No additional information was received, please see h6 and h11.